Manufacturer narrative:
The insulin pump alarmed for a button error and had unresponsive button due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, scratched case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error the week before and they were able to clear the alarm but the customer received a button error alarm again the day of the call. No significant events leading to the alarm. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.